Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, watertightness not maintained due to holes in the curved rubber, scratches on the tip body, gap between the plastic cover and the adhesive part of the tip body, bending angle was insufficient due to the elongation of the angle wire, play of the angle knob was out of the normal state due to the extension of the angle wire, scratches on the insertion part serpentine due to external factors, tip cover scratched due to external factors, adhesive part of the lighting lens peeled off due to handling, watertightness of the forceps cleaning tube mounting base was not maintained, scratches on the operation part, scratches on the switch box, suction cylinder scraped, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches on right/left knob, scratches on grip, scratches on universal code, water cover observed on electrical connector, scratched on scope connector, and scratches on right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera duodenovideoscope had holes in the curved rubber and was leaking. Upon inspection and testing of the customer returned device, the following defects were found, gap between the plastic cover and the adhesive part of the tip body, adhesive part of the lighting lens is peeled off, and gap in the tip adhesive part, or dirt entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the adhesive that peeled on the lighting lens. A definitive root cause for this issue was not established. However, it is probable that issue occurred because the devices was subjected to physical stresses (e.g., (dropping, knocking etc.,) or chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.